Manufacturer narrative:
H3, h6) the returned biopsy needle only tracked on one side. Rotating the needle interrupted the tracking. There was no visible damage to the spheres. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used in a cranial biopsy. It was reported that the navigation balls could not be seen on the navigation system without one ball being covered. As soon as the finger was off the ball, the ball would be unrecognizable by the navigation system and would not navigate. The surgeon also suggested there was glue or something obscuring the ball on the biopsy needle. There was a surgical delay of less than one hour. No patient or user harm.